Event description:
Dealer alleges that he received the unit 4/12. The fire happened during charging (ac) through the external battery. The unit wasn't in use at the time. No one was hurt. The fire was extinguished immediately.